Event description:
It was reported that on (B)(6) 2007: the patient presented with a preoperative diagnosis of adjacent level degeneration, moderately severe at l3-4, lumbar stenosis at l3-4, and possible pseudoarthrosis at l4-5. The patient underwent the following procedures: removal of the hardware at l4-5; exploration of fusion at l4-5, found to actually have a pseudoarthrosis after all these years, but stable; refused l3-5; re-instrument l3-5; left iliac crest supplemented with local bone graft, 2 large rhbmp-2/acs kits, and cancellous chips; bilateral l3, l4, lumbar laminotomies, foraminotomies, medial facetectomies(surgery 50% more difficult because of significant scar tissue from the previous l4-5 fusion). Rhbmp-2/acs was packed in facet joints that were packed with cancellous bone and then the cancellous bone chips were placed in the lateral gutters from l3-5 followed by the double rhbmp-2/acs kit combined with autograft. It was reported that the patient had a complete pseudoarthrosis present. On (B)(6) 2007: the patient presented with a preoperative diagnosis of degenerative disc disease and pseudoarthrosis at l3-4 and l4-5. The patient underwent the following procedures: anterior discectomy, l3-4 and l4-5; anterior interbody fusion at l3-4 and l4-5; perimeter cages, l3-4 and l4-5, 14 x 12 degrees large and 12 x 12 degrees large respectively; 4. Local bone graft combined with 1 large rhbmp-2/acs. At l3-4, a 14mm 12 degree large cage was filled with rhbmp-2/acs and autograft from the end plates and carefully impacted into the disk space and sunk about 5-6 mm. In a similar fashion, a 12mm 12 degree cage large, was placed into the l4-5 disk space. Additional bone graft and rhbmp-2/acs was placed outside of the cage and then covered with gelfoam. The patient presented with persistent neck and arm pain. Patient had an anterior cervical disc fusion done several years ago and went on to a non union for sure at 5-6 and possibly at 4-5. On (B)(6) 2008: the patient presented with a preoperative diagnosis of pseudoarthrosis at c4, 5, 6, cervical spondylosis on the symptomatic side at c5-6. The patient underwent the following procedures: posterior spinal fusion from c4-c6; posterior instrumentation, vertex rods and screws c4-6; local bone graft combined with a medium rhbmp-2/acs kit and allograft; left posterior cervical c5, c6 laminotomies, foraminotomies, and medial facetectomies. Strips of rhbmp-2/acs were laid medial and lateral to the rod, followed by placement of allograft which had been soaked in blood. The patient's post-operative period was marked by complications which included the need for additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info: (B)(6). (B)(4).

Event description:
It was reported that (B)(6) 2008 the patient underwent 1) posterior spinal fusion from c4 to c6. 2) posterior instrumentation, vertex rods and screws c4 to c6. 3) local bone graft combined with a medium rhbmp-2/acs kit and allograft. Preoperative diagnosis: pseudoarthrosis at c4, 5, 6. Per-op notes: " next strips of rhbmp-2/acs were laid medial and lateral to the rod, followed by placement of allograft which had been soaked in blood. Following this, attention was turned to closure. X rays showed satisfactory position, although it was beyond the limits of x rays all the way down to c6. " (B)(6) 2008 the patient underwent left posterior cervical c5, c6 laminotomies, foraminotomies, and medial facetectomies (followed by a posterior fusion). Preoperative diagnosis: cervical spondylosis on the symptomatic side at c5-6 and a pseudoarthrosis at c5-6 from a previous attempt on the anterior cervical discectomy and fusion.